Manufacturer narrative:
The information provided indicates that the sample was discarded and/or not available for analysis. Without the actual complaint sample being returned we are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff related defects to reduce the potential for occurrence during the manufacturing process. Information has been added to the database for trending purposes.

Event description:
Customer reported that the cuff was found to be damaged prior to patient use. The customer reported that the sample has been discarded and not available for analysis.